Event description:
The reporter claimed the animas insulin pump has a history setting issue. According to the reporter, the pump is not recoring the history of bolus, alarms, and tdd (total daily dose). The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the history setting issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box and suspend history indicate that the pump was in suspend from 9:46 am on (B)(4) 2012 and was not resumed until 10:31 am on (B)(4) 2012. Alarms, boluses, and total daily dose cannot be recorded while the pump is in suspend mode. A normal bolus, an audio bolus, and a bolus from the meter remote were successfully performed and all three were accurately recorded in the pump history. There was no evidence of keypad button hypersensitivity. The complaint could not be confirmed or duplicated during investigation.